Manufacturer narrative:
At this time it is not known if the device will be returned for investigation. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported, "pt's family requested the titanium nail be removed and replaced with a stainless steel version."